Manufacturer narrative:
The device was not returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope experienced image flickering. This issue occurred upon completion of following procedures involving the examination of gastric and duodenal diseases, as well as the treatment of gastric polyps and early-stage gastrointestinal cancer. There were no reports of patient harm.